Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 45 mg/dl were recorded by continuous glucose monitor (cgm) from 8:56:04 am to 9:36:05 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:56:04 am. On (B)(6) 2020, at 7:41:35, user entered in a bg of 221 mg/dl, with an iob of .9965 units. As the user had sufficient iob, .85 units were recommended. User overridden the recommended bolus size (.85 units) and made a manual bolus request of size 10 units. Making bolus requests with iob and overriding the recommended bolus size could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 22 mg/dl. Customer received assistance from paramedics and was treated with intravenous fluids and dextrose to address bg. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump was delivered a bolus without user input. A replacement pump was sent to the customer to resolve the issue.